Manufacturer narrative:
The device was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this pacemaker was removed due to an infection. No additional adverse patient effects reported.